Event description:
It was reported that the patient presented to the emergency department after not feeling well. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and was undersensing the p wave. The threshold had jumped up sharply on a previous date and stayed high. They also mentioned that it "looks like the atrial lead is not where it should be." The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2010. (B)(4).